Manufacturer narrative:
H3/h6: the system was serviced in the field and the system passed all tests and was performing as intended. No failure was found. Codes 10, 213 and 67 are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-feb-07 00683730 (rep, hcp): medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that after locking trajectory in the procedure, the distance metric at the bottom was missing a digit. The missing digit was in the tip-stop calculation. They were able to successfully calculate the distance and get a good biopsy sample. There was no surgical delay and no impact to the patient.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported instance consistent with the following known software issue. It is tracked through software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: software: sw app, 9735762, stealth s8 app, software version: (B)(4). Device evaluation is in process, but no results are available at the time of filing this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that after locking trajectory in the procedure, the distance metric at the bottom was missing a digit. They were able to successfully calculate the distance and get a good biopsy sample. There was no surgical delay and no impact to the patient.

Manufacturer narrative:
H2, correction: fdd code updated to a0908. Fdc code updated d18 to the already reported software analysis. Imf code updated to f26. Img codes g02008 and g0200803 updated. Ime code updated to e2403. H7 and h9 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.